Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt226 infant low flow breathing circuit failed the pb840 ventilator leak test. This occurred prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt226 infant low flow breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was visually inspected, pressure tested and immersed in a water bath. Results: the pressure test result for the complaint breathing circuit was out of specification due to an excessive leak. When the breathing circuit was immersed in the water bath the leak was observed at the swivel assembly. Visual inspection revealed that the sealing area of the swivel, between the elbow and the wye, was damaged. A lot check revealed no other complaints for lot date 131023. Conclusion: based on the inspection conducted, it is likely that the complaint breathing circuit may have been subjected to a physical force sufficient enough to damage the swivel wye. All rt226 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. Our user instructions that accompany the rt226 infant low flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." Hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.